Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states "pump was alarming while running blood, another nurse went into the room to fix alarm--unsure of what error code. Shortly after the pump was alarming again. I looked down at the tubing and noticed that about half of the tubing was filled w/ air distal of the pump and there was saline also below the pump so there was a large amount of air in the tubing that had gotten past the channel air sensors. The air seemed to almost reach the patient, but the j-loop to her IV a few inches of tubing was filled w/ blood from the transfusion, so it doesn't seem like air reached the patient". There was patient involvement, but the outcome is unknown.

Event description:
A copy of the medwatch report from FDA was received, which states "pump was alarming while running blood, another nurse went into the room to fix alarm--unsure of what error code. Shortly after the pump was alarming again. I looked down at the tubing and noticed that about half of the tubing was filled w/ air distal of the pump and there was saline also below the pump so there was a large amount of air in the tubing that had gotten past the channel air sensors. The air seemed to almost reach the patient, but the j-loop to her IV a few inches of tubing was filled w/ blood from the transfusion, so it doesn't seem like air reached the patient". There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had air in line issue was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.